Event description:
Oversensing with delivery of inappropriate shocks was reported after an implantation time of about 5 months.

Manufacturer narrative:
The analysis of the lead detected that the insulation of the lead body was massively damaged about 4 cm distal of the ligature due to internal fraying. This damage must be regarded as the cause for the clinical complaint. The analysis was unable to find any manufacturing error or material defect. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the insulation lead (internal fraying) and of the lead body (squashing) to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. Diagnostic images of the mentioned body region were not available for the analysis. The deformation of the shock coil and the separation of the lead are likely a result of the explantation procedure.